Event description:
Journal articles "long-term complications and patient-reported outcomes after alloplastic breast reconstruction" and "the effect of biological scaffold (biodesign) in postmastectomy direct-to-implant breast reconstruction: a 5-year single-institution experience" reported infection (minor infection, major infection), seroma (early seroma, late seroma), capsular contracture grade iii/ IV, nipple complications (partial necrosis, total necrosis), malposition, double bubble, wound complications, hematoma, rupture. Six devices were explanted. Remaining devices remain implanted. The sides affected are both left and right. Treatments: "minor infection was treated by oral antibiotics under the outpatient setting, whereas major infection needed further intravenous antibiotics under hospitalization or surgical debridement."

Manufacturer narrative:
"Article citation: lee, chia-chun, et al. ¿long-term complications and patient-reported outcomes after alloplastic breast reconstruction.¿ annals of plastic surgery, vol. 88, no. 1s, 2022, pp. S78¿84. Crossref, https://doi.org/10.1097/sap.0000000000003114. Sou, weng-kit, et al. ¿the effect of biological scaffold (biodesign) in postmastectomy direct-to-implant breast reconstruction.¿ annals of plastic surgery, vol. 88, no. 1s, 2022, pp. S92¿98. Crossref, https://doi.org/10.1097/sap.0000000000003104. (B)(4). The events of necrosis, infection, seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (minor infection, major infection), seroma (early seroma, late seroma), capsular contracture grade iii/ IV, nipple complications (partial necrosis, total necrosis), malposition, double bubble, wound complications, hematoma, rupture.